Event description:
An eye care professional reported a non-infectious central corneal ulcer without infiltrates, which resolved without permanent scarring or loss of vision in a pt. The incident caused the pt moderate pain. The pt had been wearing the lenses on a daily wear basis for one month. The pt was prescribed tobramycin & corticosteroids. No further info is available.